Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent elevated blood glucose (bg 480-550 mg/dl) and the cause was not known. Bolus corrections were delivered via the pump and manual injection. Tandem technical support (cts) assisted the customer with performing a pump system check. No device issues were identified. Reportedly, humalog was used in the cartridge for 3 days and on occasion, the cartridge was reused. Cts informed the customer that humalog was labeled for 48 hour use with the cartridge and the cartridge was labeled for single use. The customer acknowledged the information.